Event description:
During baxter's functionality testing it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched message. Evaluation found the force required to secure the door is above expected levels caused by a backed out mechanism screw resulting in the reported symptom. The mechanism screws were replaced to correct this condition.